Event description:
A journal article was reviewed which contained information regarding this lead. It was reported that the patient suffered a transient ischemic attack (tia) after implantation of a left ventricular lead.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: mid-term follow up of thromboembolic complications in left ventricular endocardial cardiac resynchronization therapy. Heart rhythm. 2014;11(4):609-613. (B)(4).